Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an idvt - left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Catheter was used for evs in lv; access was retrograde aortic access. Mapping and ablation were done and at the end the physician was trying to reenter but had no success after ablation. While pushing and twisting the catheter, the catheter started to fold inside the descending aorta; it reached a point where the doctor couldn't unfold the catheter, so another catheter was inserted to untangle the ablation catheter and it was successful. Surgery was not delayed due to the reported event. Procedure was successfully completed. No fragments generated. No patient consequences. No other medical intervention. It was reported that there was some sort of difficulty for the physician while entering the left ventricle through the aorta. No sheath was used during the procedure. There was no detachment of any component. There was no knot, the catheter was just folded but it was straightened so it could be removed from the patient. The issue did not result in exposure of any internal catheter components or sharp edges. Medical device entrapment with excessive manipulation required is MDR-reportable. Knotted catheter is MDR-reportable.

Manufacturer narrative:
On 16-dec-2022, the photo analysis was completed. Device investigation details: according to the x-ray video provided by the customer, the tip of the catheter was observed knotted inside the patient's body, this issue is related to the customer complaint and could be the result of the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number 30728710l, and no internal actions related to the reported complaint were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jan-2023, the product investigation was completed. It was reported that an unknown patient underwent an idvt - left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Catheter was used for evs in lv; access was retrograde aortic access. Mapping and ablation were done and at the end the physician was trying to reenter but had no success after ablation. While pushing and twisting the catheter, the catheter started to fold inside the descending aorta; it reached a point where the doctor couldn't unfold the catheter, so another catheter was inserted to untangle the ablation catheter and it was successful. Surgery was not delayed due to the reported event. Procedure was successfully completed. No fragments generated. No patient consequences. No other medical intervention. Device evaluation details: the device was inspected, and it was found the shaft was bent, and reddish material was observed in the pebax. The outer diameter test was performed and measurements were within specifications. Scanning electrode microscope analysis was performed and it shows evidence of mechanical damage and a hole on the pebax surface. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action was found during the review. The customer complaint was confirmed since the shaft was found bent. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).